Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7016741, medical device expiration date: 01/31/2018, device manufacture date: 01/16/2017. (B)(6). Bd received samples from the customer facility for investigation. Samples were not tested because bd does not make or support any label claims for the performance of chemical (aluminum). A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® trace element serum blood collection tubes had contamination in the tube causing falsely high results.